Manufacturer narrative:
Lot # unk as not provided by rptr. Catalog # unk as not provided by rptr. Expiration date unk as lot # is unk. (B)(4) - additional surgical procedure is not listed in the instructions for use. (B)(4) - endoleaks are listed in the instructions for use. Event is still under investigation.

Event description:
Info was provided to the MFR on (B)(6) 2011 that the physician explanted zenith aaa device due to type 4 endoleak. Leak appeared to be from suture holes connecting graft to stent. Graft was explanted.